Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown indication. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eight years and three months of post deployment, a computed tomography (CT) abdomen without intravenous contrast showed that an infra-renal inferior vena cava filter was in place in satisfactory position, with tip approximately 8 mm below the level of the lowest renal vein (right). There was approximately 10 degrees of tilt of the filter to the left. The tip of the filter appeared to touch the left lateral wall of the inferior vena cava. There was no evidence of filter fracture. There was perforation of the filter struts, with the maximum perforation approximately 6 mm posteriorly. The filter struts showed no evidence of adjacent organ involvement. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eight years and three months of post deployment, a computed tomography (CT) abdomen without intravenous contrast showed that an infra-renal inferior vena cava filter was in place in satisfactory position, with tip approximately 8 mm below the level of the lowest renal vein (right). There was approximately 10 degrees of tilt of the filter to the left. The tip of the filter appeared to touch the left lateral wall of the inferior vena cava. There was no evidence of filter fracture. There was perforation of the filter struts, with the maximum perforation approximately 6 mm posteriorly. The filter struts showed no evidence of adjacent organ involvement. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown.